Event description:
Reportedly, on (B)(6) 2013, the patient underwent a head magnetic resonance imaging during which his/her pacemaker was programmed in ooo mode. Subsequently, a fist attempt to reprogram the mode with a first programmer ((B)(4)) failed, despite the successful interrogation of the device and real time tests. The second attempt was performed with another programmer ((B)(4)) and the mode was successfully reprogrammed. An explanation concerning the programmer behavior and a confirmation of the normal functioning of the device were required.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.